Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7120 competitor implantable tachy lead 2009 (B)(6); 4076 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the device had unexpected longevity, lasting less than four years. The device was removed and replaced with anew device. No patient complications have been reported as a result of this event.